Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 26mm s3ur valve, delivery system (ds) and the 14fr esheath+. As reported, there was no pre-dilation (ballooning/shockwave) of the patient's arteries prior to initial esheath placement. The esheath was inserted with no issues. The valve on the ds was stuck at the femoral head in the strain relief of the esheath. It was asked if the loader was pushed in all the way as it appeared to have not been pushed in all the way. There was coaxial alignment and the esheath was not inserted at a steep angle. The operator kept pushing but the system had stopped. At this point, the root cause of the resistance was unknown and flouro did not show any bent tines of the valve frame. No esheath damage was observed while the devices were in the patient. The devices were removed as a unit. There was no bleeding or vascular injury noted at the time of removal of the 1st system. A second system was used and a new valve was ultimately able to be advanced, aligned, and deployed. An iliac perforation was observed post sheath removal and a covered stent was deployed with excellent result. The patient tolerated the procedure well with typical recovery course post-tavr.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The following visual observations were noted on the 14f esheath+: there is an enlarged portion in the strain relief about 1.5'' from comnut with a length of 1''. The liner is partially expanded with approximately 2 inches of it is unexpanded from the distal tip; tip is unopened. The sheath shaft kink was noted about 2 inches from distal strain relief. A liner tear is present located along the kinked region. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inability to advance through sheath was confirmed . However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''initial valve got stuck in the first esheath+ just distal to the partially expandable portion. The operator was prompted to double-check for complete insertion after encountering initial stop in valve advancement. It was suspected that this was the initial cause for resistance and ultimate vascular injury.'' Per IFU, ''insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath.'' The loader facilitates a smooth transition of the crimped valve through the sheath hub and the proximal of the strain relief. When the loader is not completely inserted through the sheath, the valve can be exposed to interact with the hemostasis valves within the sheath hub during delivery system insertion. This likely led to the reported resistance during delivery system advancement. As such, available information suggests that procedural factors (incomplete loader advancement ) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.